Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient presented to ER with multiple inappropriate shocks (76) due to rv lead noise. Rv lead impedance was > 3000 ohms and had intermittent rv pacing inhibition. Device reprogrammed and ICD therapies turned off. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes.